Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. An x-ray of the lead noted the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this lead, placement difficulty was encountered. The helix would not extend after being extended and retracted a couple of times. The lead was attempted, but not implanted. No adverse patient effects were reported.